Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 she obtained results of ¿33 and 53mg/dl¿ on the subject meter. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages her diabetes by self-adjusting her insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that ¿5 hours¿ after the alleged issue occurred, she developed symptoms of ¿nervousness and shakiness¿ and the patient self-treated with food or drink. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The product was requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. Although the patient reported developing a symptom that meets lfs criteria of a serious hypoglycemic event (shaking), this is consistent with the low results obtained on the subject meter. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.